Event description:
The patient reported that on (B)(6) 2021, the adhesive pad of the v-go 20 device did not stay attached to the body. Patient reported that there was increased movement. Patient reported that this has occurred in the past as well one other time since the date previously listed. Patient reported that the device became detached while in the shower.